Manufacturer narrative:
The rse evaluated the device remotely with the customer. The customer re-ran the operation check, and the device was back to normal. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the ECG cable was faulty. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.